Event description:
It was reported that while the rn was doing a circulation check, the nurse found the pt's right leg was bent. After the rn straightened the pt's leg, "pressure in the central port kept rising and within 30 seconds blood was in the tubing." The tubing was clamped and the md was called. The pt had been compliant prior to this. The iab was removed and another insertion was not needed. The pt is stable.

Manufacturer narrative:
Follow-up report will be filed if add'l information becomes available.